Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high pacing impedance and high capture thresholds. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.